Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
While impacting secur-fit max the tip of the inserter broke off.

Manufacturer narrative:
An event regarding crack/fracture involving a femoral impactor/extractor was reported. The event was confirmed. Method & results: device evaluation and results: the tip of the impactor/extractor was broken off. The remaining piece was not returned. Medical records received and evaluation: no patient information was provided. There is no indication patient factors contributed to the reported event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a material analysis from a similar reported event indicated the fracture occurred due ductile overload, likely as a result of bending forces applied to the device during use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
While impacting secur-fit max the tip of the inserter broke off.